Event description:
Meter name: one touch basic, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: sweaty, shaky and pt feels like pt is going to faint. A patient reported they were treated by emergency medical technician. Their meter allegedly had no power. The result on their meter was unable to test. The result on their meter was unable to test. The result on the emergency medical technician meter was 60 mg/dl. No comparison. Treatment was 27 units of humalin. No further information has been reported.